Manufacturer narrative:
A gfe was sent to request information regarding device return and details about the initial reporter, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding device return and details about the initial reporter, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.